Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had no delivery alarm during manual prime. Customer's blood glucose was 160 mg/dl. The customer was advised that in order to troubleshoot their pump, set and reservoir we may request that they change set and/or reservoir. The customer was advised to disconnect from the pump. The customer was advised to replace plunger and manually push plunger and verify exits the tubing. The customer stated the insulin did exit. The customer was advised to rewind pump, place reservoir in pump and run manual prime to at least 5.0 units. Customer stated the device did not alarm no delivery with manual prime. The customer was advised the pump is working as designed. The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. The customer was treated with needles. The customer was not feeling well and advised to call back to complete troubleshooting.